Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced irritative voiding symptoms, interstitial cystitis, voiding dysfunction, glomerulations in the posterior wall of the bladder and one surgical intervention.

Manufacturer narrative:
Correction: f2. Per email received from the FDA on 11dec2020, a correction is being submitted for f2 as the initial MDR report inadvertently included the manufacture report no. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.